Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting an alarm 76 (non recoverable system error - inlet water temperature sensor out of range ¿ low resistance). Per follow up information received on 16may2022, there was a patient involved, switched to different device. There was no impact on patient and the device was sent in for repair.

Event description:
It was reported that the arctic sun device was getting an alarm 76 (non recoverable system error - inlet water temperature sensor out of range ¿ low resistance). Per follow up information received on 16may2022, there was a patient involved, switched to different device. There was no impact on patient and the device was sent in for repair. Per sample evaluation results received on 25apr2023, it was reported that the power cord was defective. It was noted that the power cord was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed t3 thermistor. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.